Manufacturer narrative:
The device evaluation has not yet been completed. A follow up report will be filed completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment, the dialyzer was leaking dialysate from the arterial header while patient was connected. Nurse stated that the patient had no adverse effects and no damage was seen on the dialyzer. Sample is not available. Sample was discarded.